Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What is the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pleural effusion and mediastinitis? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a partial lung resection procedure on an unknown date in early (B)(6) 2022, and absorbable hemostat was used. A few days later, a reopening chest surgery was performed, and absorbable hemostat was used for oozing from around the bronchus. Because the range of the oozing was wide and there was a possibility of re-oozing, the chest was closed without washing. In (B)(6) 2022, it was found that pleural effusion had accumulated, and the patient had mediastinitis. On (B)(6), the patient was admitted, and is currently in the hospital. The treatment plan is for a re-operation to be performed. This event was deemed serious because there is a possibility that a re-operation will be performed. The surgeon¿s opinion about the causal relationship between the product and the event was regarding the pleural effusion beginning to accumulate, the sales rep asked when the event might have started, and the surgeon commented that it could have occurred about a month ago. Then the sales rep explained about the absorption period of the absorbable hemostat is about 2 weeks. The surgeon considers that the possibility of the absorbable hemostat might be small. Additional information was requested

Manufacturer narrative:
Product complaint#: (B)(4). Additional information was requested, and the following was obtained: on (B)(6) 2022, a partial lung resection was performed, and few days after the surgery, reopening chest surgery was performed and the surgicel powder was used for oozing from around bronchial stump. Because the range of the oozing was wide and there was a possibility of re-oozing, so the chest was closed without washing. The patient was discharged from the hospital on (B)(6) 2022. During a post-operative checkup on (B)(6) 2022, the patient claimed that there was a strong chest pain and was prescribed painkillers. On (B)(6) 2022, the patient was admitted to the hospital because of the pain and pleural effusion was confirmed by taking x-ray. On (B)(6) 2022, pleural fluid drainage was performed. However, drainage could not be confirmed on (B)(6) 2022, and pleural fluid was removed. The patient is currently hospitalized and under follow-up observation. Pleural effusion accumulated, and the patient developed pleurisy. The patient was readmitted to the hospital. 1. What is the date of index surgical procedure? No further information is available. The first partial lung resection was performed on (B)(6) 2022 and re-operation was performed after few days from the first operation. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? The surgicel powder was used for oozing from around bronchus. 3. Where was the surgicel used (on what tissue)? Around the bronchial stump. 4. Has any surgical or medical intervention been performed? Pleural effusion drainage. 5. What is the patient¿s current status? The patient is in the hospital. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? No further information is available. 2. What were the diagnosis and indication for the index surgical procedure? No further information is available. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. 4. Was there any intraoperative concurrent use of other products? No further information is available. 5. What is the lot number? No further information is available. 6. How much surgicel was used during the procedure? No further information is available. 7. What were current symptoms following the index surgical procedure? Onset date? No further information is available. 8. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pleural effusion and mediastinitis? No further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.